Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead was capped and replaced on (B)(6) 2017 due to low pacing lead impedance. The asymptomatic patient was well following the procedure and was discharged home.